Event description:
It was reported that after 48-72 hours of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. Another iab was used to continue therapy. In addition to the fiberoptic sensor failure, the iab would not time correctly. The r-wave tracking was actually tracking the p waves and the iab inflation waveform was curved, not "chair-like." The console was changed to ensure it wasn't a potential console/software issue and the issue presented on the new console as well. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Event site full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The pressure and extender tubing were also returned. The optical fiber was found to be broken within the membrane approximately 5.8cm from iab tip. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).